Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was shoveling and hit a pvc pipe. The patient thought that they received a shock when they hit the pipe. The patient sat down and received additional shocks. Interrogation noted that the patient received possible inappropriate shocks for atrial fibrillation with rapid ventricular response versus ventricular tachycardia/ventricular fibrillation. The device remains in use. It was also noted that the atrial lead had an episode of high threshold. The lead remains in use. No further patient complications have been reported as a result of this event.